Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. If explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. No further information was provided.